Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a ketone level of 3.1 mmol/l. Customer alleged total amount of insulin had increased from 55 units to 198 units of insulin while on the tandem pump. Customer delivered insulin via an insulin pen to address bg/ ketones. Insulin, cartridge and infusion set changes were performed and bg continued to be elevated. Subsequently, customer was hospitalized for treatment. Pump settings, history and alert history were reviewed and no issues were observed. No occlusion alarms had occurred at the time of this event. The customer was released from the hospital the same day. Customer reverted to an alternate tandem pump and total amount of insulin and bg reverted back to normal values.